Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The caller also observed some of the same alarms in the device's alarm history. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. No further details were provided.

Manufacturer narrative:
The insulin pump alarmed a33 during basic test due to loose protruded drive support disk. Unable to perform occlusion, prime/a33, excessive no delivery tests due to a33 alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.